Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data revealed that it ran zero pulses. No issues were observed in the needle mechanism that would cause a failure to deploy needle/soft cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy, after wearing the pod between 1 and 4 hours, indicating a needle mechanism failure. The patient's blood glucose levels were affected, reaching up to 17.5 mmol/l (315 mg/dl).